Manufacturer narrative:
A specific root cause could not be determined. Review of the provided analyzer alarm trace and performance testing did not indicate an issue. Review of the provided qc data showed all results were close to the target. The provided calibration data did not show an issue. As the customer did not use the recommended sample tube rack adapters, an error in sample pipetting caused by a tilted tube could not be excluded.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable qc results for elecsys troponin t stat assay and elecsys hcg + beta test system. Questionable results were also received for one patient sample for elecsys troponin t stat assay. The initial result from cobas e601 serial number (B)(4) was 0.83 ng/ml. The sample was retested on cobas e601 serial number (B)(4) (the device being reported) and the result was 0.01 ng/ml with a data flag. The sample was then repeated on cobas e601 serial number (B)(4) and the result was 0.856 ng/ml. The result of 0.856 ng/ml result was reported outside the laboratory and deemed to be correct since it was consistent with the original result generated. The patient was not adversely affected. The reagent lot number was 15349101 with an expiration date of 06/30/2017. The field service representative could not find a cause. He checked the analyzer for leaks, checked the fluidics and the mechanical adjustments which were all okay. He ran successful performance testing.